Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are overfilling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 20 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported by customer over-filling was witnessed in tubes. The customer explained that the tubes were filling to the below the cap. Additionally, on 2019-01-02 the bd sales consultant provided the following additional information: spoke with the customer, and explained that the acceptable range in between the etched line and the bottom of the cap. I sent her the citrate tube draw volume guide.

Event description:
It was reported that tubes are overfilling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 20 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported by customer over-filling was witnessed in tubes. The customer explained that the tubes were filling to the below the cap. Additionally, on (B)(6)2019 the bd sales consultant provided the following additional information: spoke with the customer, and explained that the acceptable range in between the etched line and the bottom of the cap. I sent her the citrate tube draw volume guide.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10